Event description:
The information received from the account states that this female patient was presented to the intervention lab for repair of a lesion located in the right superficial femoral artery. The vessel was described as calcified. The product was properly flushed and inspected prior to insertion. The physician made access to the patient using an ipsilateral approach and a 7fr. Britetip sheath was inserted into the right femoral artery. A guidewire was inserted and the balloon was advanced over the guidewire to the lesion. Upon inflation of the balloon with an indeflator, the balloon ruptured at below the rated burst pressure (atmospheres unknown). There is no information as to how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing.